Event description:
Philips received a complaint by the customer on the v60 indicating that the top right portion of the touchscreen was the only part of the touchscreen responding to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the top right portion of the touchscreen was the only part of the touchscreen responding to touch. The customer attempted a calibration of the touchscreen and reported that after the calibration only the top right portion of the touchscreen was responding to touch. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace per request of the customer. The investigation is ongoing.

Manufacturer narrative:
It was reported that the top right portion of the touchscreen was the only part of the touchscreen responding to touch. The customer attempted a calibration of the touchscreen and reported that after the calibration only the top right portion of the touchscreen was responding to touch. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace per request of the customer. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.